Event description:
It was reported, the patient was experiencing intermittent spasticity; the patient had increased spasticity in legs. The logs were checked and catheter access port was accessed a couple of times. Flow was achieved once but not again. The pump and catheter were explanted. The patient status at the time of the report was alive, no injury. The pump was used to deliver gablofen. Additional information later received reported the patient was ¿doing well¿ and the reporter had not heard any complaints or difficulties from the managing hcp.

Manufacturer narrative:
Product ID 8709 lot# j0058119r, implanted: 2001 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2011 (B)(6); product type accessory product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the 8709 catheter revealed catheter body hole caused by deep abrasion. Analysis of the unknown catheter revealed catheter sc connector coring-tears-cuts.

Event description:
The following information was previously reported via manufacturer's report # 3004209178-2013-12590 [ the patient's mother reported that the patient was in bed for thirteen hours on (B)(6) 2013 which was not normal. The patient was thought to have an appointment on (B)(6) 2013 with their new physician, and the mother was working on "getting another surgeon to look at the patient on (B)(6) 2013". The mother was concerned the patient was not feeling well and concerned the patient seemed "drugged up". A dye test was performed about two weeks prior to the report, and the patient was getting drug but the catheter tip was "starting to close". The catheter had not been changed since 2001. The patient was reprogrammed from simple continuous to flex dosing, and their "boluses" were changed to every four hours instead of "continuous drip" as the patient "was not getting enough". The patient's dosing was noted to be 549 mcg per twenty four hours, a bolus every four hours, and 20 mg oral baclofen three times per day, though the mother was considering lowering the oral baclofen to 15 mg. On (B)(6) 2013 the patient was noted to have started "again with the six pills a day". Two weeks prior to the report, the healthcare provider was weaning the patient off of oral medication and the patient lost weight. The patient was noted have been on oral baclofen. The patient had massive headaches "when there was a problem with the pump". The mother stated the patient had been having a massive headache for a month. A CT scan was performed and "everything was fine". The patient was back on oral medication because of the headache; that the oral medications help with the headache but the patient had been more "drugged up". The oral medications were started on (B)(6) 2013 as the patient could not eat. One healthcare provider thought that the patient being in bed for thirteen hours was not an issue. The mother stated "it got worse". They stated the patient's headache got better but the patient was "all drugged up". The mother noted "this happened three years ago in (B)(6) 2011". The mother noted that a week prior to the report, they cut back on the oral medications and the patient started eating more and gained two pounds, but their headache "went up again". The medication used within the system was baclofen. It was later reported that an x-ray was performed on (B)(6) 2013 and a CT scan was performed on (B)(6) 2013. A side port study was performed on (B)(6) 2013 and (B)(6) 2013 which showed good flow. The patient had experienced headache and increased tone and had responded "somewhat" to oral baclofen. More recently the patient had fever and emesis. The patient was to see a surgeon on (B)(6) 2013. The pump and catheter were replaced on (B)(6) 2013 and the rate was decreased with good results. The patient "continues to do well".]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.